Manufacturer narrative:
Results of investigation: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture loader was not returned. The distal body anchor, the sleeve, and proximal screw were returned on the device with no defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified, and a certificate of analysis is required with each shipment the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include misalignment of the device when inserting or excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information: a2, a3, a4, b5, b7 and h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, at the moment of impact, the multifix s-ultra knotless anchor broke in the surgeon's hands, the broken pieces were removed from the patient using tweezers. It is unknown if there was a backup device available, no void was left in the patient. There was no surgical delay. No further complications were reported.

Event description:
It was reported that during an arthroscopy, at the moment of impact, the multifix s-ultra knotless anchor broke in the surgeon's hands. It is unknown if there was a backup device available. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4) this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.